Event description:
It was reported that the physician was stenting the right common iliac artery using a left femoral approach. The procedure was done sheathless and using a 0.035 guide wire. The stent deployed successfully, but upon removal of the delivery system, part of the catheter detached in the pt. The physician retrieved the detached component by using the same access site, using a jr4 catheter. Pt is reported to be doing fine at this time.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. The sample was returned but the eval of the product has not been completed. With the info received to date, the result of the investigation is inconclusive and the root cause unk. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.